Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4) ) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer declined the service/repair.

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4) ) displayed tcmid:02 (ce danfoss error) and mid:14 (bg power supply) error messages. No further information was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.